Event description:
While performing routine testing on the unit, the user found that it would not turn on. There was no pt involved. The problem was traced to failure of the power switch. No determination could be made as to the cause of the switch failure. The event is not occurring more frequently or with greater severity than is usual for the device.